Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. A watchman access system (was) was positioned at the laa. A 35mm watchman flx closure device and delivery system (wds) were advanced and the closure device was deployed and subsequently implanted after release criteria had been met. The procedure was concluded, and the patient was discharged. At the 45-day routine follow up, transesophageal echocardiogram (tee) imaging revealed the closure device had shifted from its original implanted position. The closure device remains contained within the laa yet has some mitral involvement. The physicians have decided to continue oral anticoagulation (oac) therapy until a computed tomography (CT) scan can be performed. No further interventions were reported.